Event description:
A hospital in (B)(6) reported that an rt021 catheter mount had air leaks and caused the ventilator to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 was returned to fisher & paykel healthcare (B)(4) and was visually inspected, pressure tested and submerged in a water bath to check for leak. Results: no damage was found to any part of the returned rt021. The pressure test revealed that the device was leaking and the water bath test showed that it was leaking through the swivel part of the catheter mount. A lot check revealed no other complaints for lot 150409. Conclusion: we were unable to determine what was causing the leak as there was no visible damage to the catheter mount. All rt021 catheter mounts are pressure tested prior to packing. Any device that fails this test is rejected. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.